Event description:
It was reported that the zimmer skin graft mesher was not meshing correctly. Add'l clinical f/u with the customer indicated that the harvested graft was able to be used, but it was not meshed fully.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 2/2/2001 and was last repaired on 10/16/2012 for a non-related issue. Eval of the device observed that a meshgraft ii 2195 ratchet was sent with the unit. Additionally, it was observed that the cutters were worn. Prior to repair, the device was outside calibration specification on the left side. Customer returned two cutters, and cutter eval demonstrated that the 1.5:1 ratio cutter produced an unacceptable test mesh, but the 3:1 ratio cutter produced an acceptable test mesh. Lack of calibration and damaged cutters most likely caused the customer's observed event. Improper handling most likely caused the cutters to become worn and nicked, as well as the device to become out of calibration. The device was serviced and returned to the customer.